Event description:
Reporter is from the manufacturer's evaluations department and he alleged that he accidentally stuck himself with an uncapped softclix lancet returned from the original customer who used it. Reporter stated that he was treated with hand-washing, a bandage, a tetanus shot in the urgent care clinic, and he was tested which all came back negative. No other action or treatment resulted. The suspect device had already been returned by original customer.